Event description:
Customer reported a malfunction with their pump, which displayed a specific malfunction code and could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to use an alternate method of insulin delivery and was sent a replacement pump. They were also guided on returning the faulty pump to tandem.